Event description:
It was reported that the patient was in the emergency room (ER) at the time of the report and reporting that she had shocking down her left arm every 15 to 20 minutes. The reporter turned the patient¿s implant off with assistance. No falls or trauma preceded the event. No further intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-08760 as the patient had two inss and it was not specified which caused the issue.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 7438, serial# (B)(4), product type: programmer, patient. Product ID 3387-40, lot# l60810, implanted: (B)(6) 1999, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 3387-40, lot# n23965a, implanted: (B)(6) 1999, product type: lead. (B)(4).